Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-15140. It was reported, the pt felt a shocking sensation around her ipg pocket site. The sjm rep interrogated the system and all impedances where acceptable. Additionally, the battery level was low and the pt indicated that she had not used her system for almost five months. Reprogramming was able to provide stimulation, however, the pt indicated that not all pain areas were fully covered. The pt did not report any shocking sensations while the system was turned on. Pt was provided with both verbal and written instructions regarding proper charging.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.